Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. The device was evaluated by a third party. And the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that poor communication occurred, due to cable failure and the image was not displayed. The event can be prevented, by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Inspection observations from the distributor stated there was damage on the inside of the lens and the cable was defective, sometimes the image would appear black. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that no image appeared from the camera head during equipment inspection before surgery. The intended therapeutic laparoscopy was completed using the same device with no delay and no patient harm was reported due to the event.